Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407452 lead implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) had early battery depletion. The device was explanted and replaced. It was also noted that the left ventricular (lv) lead had high thresholds of 4.0 v at 1 ms. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of less than the lower 99.9% of expected was less than the predicted value based on the available programmed parameters. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The annalist noted that the review of the manufacturing data, and data gathered during visual and dimensional inspection and the electrical testing, did not show any abnormal results. The characterizations and electrical testing of (B)(4) is consistent with a tau 28h2 cell at this level of discharge. The 30 microamps load voltage performance at the estimated delivered capacity was within the tolerance bounds predicted by the model, and the dc resistance met specifications. No evidence of an internal mechanism for premature depletion was found during destructive analysis. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.